Event description:
The customer tested her blood glucose using her two contour meters. One meter read 327 mg/dl, while the other read 137 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer returned the test strips for evaluation. Replacement strips and a new meter were sent to the customer.